Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient complained the pump of the inflatable penile prosthesis (ipp) was not working properly and requested its replacement. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.